Manufacturer narrative:
MDR 3003442380-2026-86125 / initial 4 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient faced an infusion set accidentally rips event on 18-feb-2025.